Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4). Manufacturing location: (B)(4). Manufacturing date: august 26, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: a visual inspection, drawing review, and device history record (DHR) review were performed as part of this investigation. This complaint is confirmed. Per the technique guide, the 03.010.517 t-handle ball hex screwdriver, 03.037.012 complete radiolucent insertion handle, and 03.037.010 cannulated connecting screw are instruments routinely used in the tfn-advanced proximal femoral nailing system. The screwdriver was returned and reported to have broken during surgery. This condition is confirmed; the ball hex tip of the driver appears to have sheared off the device and was not returned. It is likely that over a year of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in september 2015 and is over a year old. The balance of the returned device is in otherwise fairly good condition without much visible wear. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The insertion handle and connecting screw were returned and reported to have been cut during surgery generating fragments. This condition is confirmed; an approximately three and half millimeter wide strip of metal circling nearly the entire circumference of the connecting screw and insertion handle tip is missing from both devices. It is likely that the inability to remove the broken screwdriver tip has led to this complaint condition. The insertion handle was manufactured in august 2015 and is over a year old. The balance of the returned devices is in otherwise fair condition with only some superficial wear. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during original surgery for trochanteric femur nail advanced femur, the t-handle ball hex screwdriver broke into two pieces while trying to disengage the connecting screw. Reportedly, the surgeon compressed the helical blade and then released the blade sleeves and advanced the buttress nut on the blade sleeve and then compressed the blade additionally prior to the screwdriver malfunction. The screwdriver broke at junction of ball and shaft and the surgeon had to cut the insertion handle off at the nail and aiming arm junction. The removal of the aiming arm resulted in a thirty to forty (30-40) minute surgical delay. All fragments were successfully removed; fragments were retrieved after the screwdriver broke and after the insertion handle was cut during the procedure. The procedure was completed successfully and the patient is reported as stable post operatively. When the devices were being inspected by the manufacturer, it was determined that two previously reported concomitant devices (insertion handle and cannulated connecting screw) should be complained devices and no longer considered concomitant. Concomitant medical products: aiming arm (part/lot unknown, quantity 1); nail (part/lot unknown, quantity 1). This is report 2 of 3 for (B)(4).